Event description:
In middle of bronchoscopy case, laparoscopic tower picture died-all connections checked by nursing and surgeon, all tight, still no picture. Removed tower and replaced with unit from another room.